Event description:
It was reported by remote transmission the right ventricular (rv) lead threshold has been increasing over the last year. The parameters were optimized for the patient. The lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: e2dr01aa implantable pulse generator (ipg) (B)(6) 2005. (B)(4).